Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. (B)(6) 2014: the patient had unspecified injuries related to a defect in the sepramesh ip, and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the sepramesh ip. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 months post implant of sepramesh ip, patient was diagnosed with hernia recurrence, adhesions, pain and migration thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions, pain and migration as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-oct-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. (B)(6) 2014: the patient had unspecified injuries related to a defect in the sepramesh ip, and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the sepramesh ip. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with implant of sepramesh ip. Per operative notes, ¿the hernia contents were reduced and the hernia sac was excised. A sepramesh ip was placed, sutured, and tacked.¿ (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with removal of mesh and implant of biological mesh. Per operative notes, ¿there was dense adhesions from prior mesh, it appeared that the top edge of the mesh had slipped allowing the hernia to recur. An extensive lysis of adhesions was performed, and the mesh was completely removed. The hernia sac was excised, and a biological mesh was laced and sutured.¿ attorney alleged that the patient had adhesions, mesh migration, hernia recurrence and emotional injuries.